Event description:
Event [preferred term], false positive and accessibility [false positive investigation result], narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "false positive and accessibility". Relevant laboratory tests and procedures are available in the appropriate section. Additional information included: customer states that the results of different tests may be wrong and that is why there are sick people around her environment. She also requests an affordable version or reusable version of the test. Total tests run before getting this false positive is one. Kit not available for return. The reporter considered "false positive and accessibility" associated to covid-19 and influenza ivd device. Causality for "false positive and accessibility" was determined associated to covid-19 and influenza ivd device (malfunction). No follow-up attempts are possible. Follow-up (16jan2025): this is a spontaneous report received from a consumer or other non-hcp via pqc, program ID: (B)(4). Updated information: event details, sample not available.

Event description:
Event verbatim [preferred term]. False positive and accessibility [false positive investigation result], narrative: this is a spontaneous report received from a consumer or other non hcp, program ID: (B)(6). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "false positive and accessibility". Causality for "false positive and accessibility" was determined associated to covid-19 and influenza ivd device (malfunction). Additional information included: customer states that the results of different tests may be wrong and that is why there are sick people around her environment. She also requests an affordable version or reusable version of the test. No follow-up attempts are possible.

Event description:
Event verbatim [preferred term] false positive and accessibility [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "false positive and accessibility". Relevant laboratory tests and procedures are available in the appropriate section. Additional information included: customer states that the results of different tests may be wrong and that is why there are sick people around her environment. She also requests an affordable version or reusable version of the test. Total tests run before getting this false positive is one. Kit not available for return. The reporter considered "false positive and accessibility" associated to covid-19 and influenza ivd device. Causality for "false positive and accessibility" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 27feb2025 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062), version (4.0). All complaint investigations are trended. There is not a current trend alert documented. No follow-up attempts are possible. Follow-up (16jan2025): this is a spontaneous report received from a consumer or other non-hcp via pqc, program ID: (B)(4). Updated information: event details, sample not available. Follow-up (27feb2025): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible.

Event description:
Event [preferred term] false positive and accessibility [false positive investigation result], , narrative: this is a spontaneous report received from a consumer or other non-hcp from product quality group, program ID: (B)(4). A female patient received covid-19 and influenza ivd device (lucira by pfizer covid-19 & flu home test). The patient's relevant medical history and concomitant medications were not reported. The following information was reported: false positive investigation result (non-serious), outcome "unknown", described as "false positive and accessibility". Relevant laboratory tests and procedures are available in the appropriate section. Additional information included: customer states that the results of different tests may be wrong and that is why there are sick people around her environment. She also requests an affordable version or reusable version of the test. Total tests run before getting this false positive is one. Kit not available for return. The reporter considered "false positive and accessibility" associated to covid-19 and influenza ivd device. Causality for "false positive and accessibility" was determined associated to covid-19 and influenza ivd device (malfunction). Product quality group provided investigational results on 27feb2025 for covid-19 and influenza ivd device: investigation summary and conclusion: manufacturing investigation: the complaint for false positive result for the covid and flu ivd test kit (lot number: not reported, UDI: not reported) was investigated. The investigation included reviewing product-class-subclass trending and expedite trending. A complaint sample was not returned. Consequently, this complaint is not confirmed. No root cause or CAPA were identified as the complaint was not confirmed. The final scope was determined to be limited to covid and flu ivd test kit. No quality issues were identified during the investigation. There is no impact on product quality, regulatory compliance, validation, stability, or patient safety. No issue escalation was required. Device engineering investigation: this investigation is based on the information captured in the complaint description and argus report. The complaint issue, false positive, was reported. The risk management file was reviewed to confirm that the hazard(s) and hazardous situation(s) associated with the complaint issue are documented in the hazard analysis (rsk-062), version (4.0). All complaint investigations are trended. There is not a current trend alert documented. No follow-up attempts are possible. Follow-up (16jan2025): this is a spontaneous report received from a consumer or other non-hcp via pqc, program ID: (B)(4). Updated information: event details, sample not available. Follow-up (27feb2025): this is a follow-up report from product quality group providing investigation results. No follow-up attempts are possible. Follow-up (19mar2025): this is a follow-up report from product quality group. Updated information: program ID (B)(4) added. No follow-up attempts are possible.